Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump also received with moisture damage on the motor and keypad assembly. The insulin pump was unable to perform the displacement test or verify connection with blood glucose meter due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had moisture under the screen and the insulin pump no longer receives readings from the tester. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that she went to an aqua therapy pool wearing the insulin pump. The customer stated that the insulin pump was not dropped and there were no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.